Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 38 indicating a consecutive stalled motor and restarted the pump; the alert cleared from notifications, and with guidance the user rewound and performed a supply change without further alerts. Symptoms included no reported adverse clinical effects. Outcomes included no interruption requiring medical care or hospitalization. Investigation included customer service troubleshooting and user education, including device restart and full supply change. Investigation of this case revealed that the pump resumed normal function after restart and supply replacement, consistent with transient motor stall behavior without reproducible fault. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue after corrective actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.